Event description:
Revision surgery - due to the patient having an acute infection. The surgeon washed it out and replaced bearing and condyle kit.

Manufacturer narrative:
The reason for this revision surgery was due to an infection. The date of the original surgery is unknown, therefore the time of in-vivo can not be determined. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since the item and or lot number(s) was not provided or determined during the complaint evaluation. No additional information was obtained to assist in the event identification. As of 14-jun-2018, no records have been forwarded by zimmer-biomet concerning this event. Should zimmer-biomet provide additional information concerning this complaint, the complaint will be re-opened and a further review shall be conducted. The root cause of this complaint was a revision surgery due to an infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. With the limited information provided about the patient and the devices removed during the revision surgery, it is impossible to determine the source of the infection. Containment based on the information submitted with this complaint it is not possible as the agent was unable to supply the lot number. The only part number and or lot number provided is that of the device implanted during the revision surgery.